Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-07 salesforce c00244679, 00733587, (rep, hcp): medtronic received information regarding a navigation system being during a transforaminal lumbar interbody fusion (tlif) procedure with CT registration. The surgeon believed the touch point registration was frequently not as accurate with the touch registration on another navigation system. The surgeon also believed the accuracy estimate after registration was not accurate ("a few mms", precise measurement not recorded). After point registration, the error metric was reported as 1.7mm. A surface merge was not performed and 4 out of the 8 registration points collected were yellow. One screw was repositioned post procedure with x-ray. The surgeon stated they do not navigate screws, only probe. The issue resulted in a procedure delay of approximately 15 minutes.